Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: data not available. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone12.1. Cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Insulet's customer care retention team reported that the patient's parent referenced a previous event resulting in a hospital stay in (B)(6) 2025. The parent declined additional guidance and further outreach. Attempts to obtain additional details regarding the incident were unsuccessful. A supplemental report will be provided if additional information becomes available.